Event description:
Received info from user facility that the arthroscopy pump would "not shut off" during a shoulder arthroscopy. Extravasation occurred extending to the face and neck. Unable to extubate pt at the end of the case and pt admitted to the hosp. Four days post operatively, user facility states that pt had been discharged and is doing fine. Length of hospitalization unk.